Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that the proximal conductor was cut, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the defibrillation conductor fractured due to overstress, the inner insulation was kinked/buckled, the outer insulation was kinked/buckled, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that there was a question about a potential fracture of a right ventricular pacing lead. The lead had varying impedance and impedances that spiked to greater than 2,000 ohms. It was also noted that the lead was plugged into the left ventricular lead port of the device. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a question about a potential fracture of a right ventricular pacing lead. The lead had varying impedance and impedances that spiked to greater than 2,000 ohms. It was also noted that the lead was plugged into the left ventricular lead port of the device. It was later reported the lead was explanted and replaced. No patient complications have been reported as a result of this event.